Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The surgeon was found occlusion of the device and replaced it with another one. There were no surgical delay and no adverse consequences to the patient. No further information (doi, initial setting, patient information etc) was provided by hospital.

Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 200mmh2o. The valve was hydrated for 24 hours. The valve was visually inspected: no defects were noted. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The catheters were irrigated, no occlusions were noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3842 with lot cvcb23, conformed to the specifications when released to stock in 17th march 2016. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.